Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: three ifuse implants. The sizes and lot numbers are not known.

Event description:
Around (B)(6) 2016, the patient had left side si joint arthrodesis where three implants were placed. The patient had some si joint pain reduction but claims to not be pain free and requested that all the si joint implants be removed. The surgeon did not have any medical indication to remove the implants, but the patient wanted them removed. In (B)(6) 2018, the surgeon removed the si joint implants. The status of the patient following the revision procedure is not known.